Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture. An x-ray revealed the lead was dislodged. A revision procedure was performed. This lead was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.